Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9811 apollo probe came apart during use. Case involvement, device broke during use.

Manufacturer narrative:
Complaint is confirmed. Two unpackaged ar-9811 batch numbers, 66507159, were received for investigation. Functional testing was not conducted due to connecting damaged cables on both devices. Visual evaluation found that the aspirating probe ceramic face electrodes are damaged / broken / burned in both devices.